Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 was unrecoverable, with the door latch failing and double-clicking, and it required maintenance. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door latch failed by double clicking. The field service engineer (fse) identified that door 1 was failing and double clicking. The door latch was replaced with the new version and tested using the hardware test application (hta), resolving the issue. The system functioned as intended after the field service engineer repaired the device.